Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approximately 5 months of support on the lvad, the pt was readmitted due to low voltage alarms and low speed drops. Pt also had increase creatinine. The system controllers and power module pt cables were changed but there were still speed drops and 2 pump stops. The vad coordinator tried to reproduce the alarms and speed changes by manipulating the driveline with no success. Additional info provided to the manufacturer appropriately three weeks later indicated that the pt was admitted into the hospital and placed on an ungrounded pt cable. Pt was also started on dobutamine. Pt's speed dropped prior to ungrounded cable but he has not had any pump stops. According to the center, the pt is not a candidate for a pump exchange.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.